Event description:
The dr claims that during an abdominal aortic aneurysm procedure, the graft leaked [spouted] blood from several holes in its bifurcation area. The leakage was treated with surgicell. After the procedure, the pt was moved to the intensive care unit (ICU) where 300cc of blood was drained. No add'l surgery, or intervention was required. On 11/3/1999, the co learned that the pt's condition is stable, so far, in addition, the quantity of blood lost through the graft is unknown and unattainable. The leakage from the bifurcation was stopped with surgical.

Event description:
On 11/26/1999, co learned that the graft was left in and the pt was discharged from the hospital.